Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2020-07061 in the complaint: (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The potential probable cause for this event is likely engineering issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Results of investigation amended.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history revealed prior complaints for the listed part. A review for lot could not be performed as the lot information is unknown. DHR review yields that all specified manufacturing and inspection steps took place. No root cause for complaint description can be determined by DHR review. The potential probable cause for this event is likely engineering issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure the visionaire cutting blocks did not match patients anatomy, therefore a correct placement was not possible. The femoral guide could not be placed appropriately on the anterior cortex as well as on the distal condyles. For tibial guide the fitting on the medial plateau seemed to be almost accurate, but on the lateral side the height difference between the cutting block and the tibial plateau was approximately 10 mm. A delay of less than 30 min was reported. It is unknown how the procedure was concluded.